Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va059m9, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that stimulation in both legs of the patient was uncomfortable when they sit or lay down. The patient also had lower back pain when they would lie down at night. It was stated the patient noticed the stimulation sensation in their legs about three weeks prior. Stimulation was turned down to its lowest setting at that point, but the patient still felt the same discomfort. The patient¿s device is currently set to program 2 at 0.1v. It was noted the patient had difficulty trying to sync with the device. The patient was unable to switch programs due to the difficulty they were having. After further review, it was reported that the patient was getting a telemetry failure information screen on programmer. It was noted that the patient was not feeling stimulation when standing. It was also reported that ¿it hurt¿ when the patient lays down at night. The patient noted that it ¿seems like there was electricity going through¿ the patient¿s legs. It was noted ¿I lay on, that¿s get tired and gets withdrawn.¿ the patient reported that the device gave the patient ¿dry mouth.¿ a little less than two weeks later, it was reported that the cause of the event was due to the patient turning the stimulation up ¿too high.¿ all impedances were within ¿normal range.¿ no reprogramming was done, but it was noted the patient did switch programs. It was indicated the patient had soreness in the vaginal area, but that would go away when the device was shut off. No hospitalization was reported and the patient outcome was listed as no injury. After further review, it was reported that the patient thought that it work but all of the sudden it was worse. Additional information received reported the patient¿s overactive bladder was not working right yet. A different program was tried which made the patient ¿really sore¿ in the front and as a result the patient could not sleep. The program was making the patient ¿jump.¿ the program was changed a month prior. Program 1 gave the patient relief until april, but the healthcare provider thought the program was ¿too strong¿ for the patient, so the program was switched.